Event description:
No additional information received: material #: 305197, batch#: 3334871. It was reported by customer that black specks found in bd 16 gauge 1" compounding needles multiple needles of lot 3334871 found with tiny black specks inside of luer lock or cap of packaged needles. Potential sterility/contamination issue during compounding of sterile IV products, which may have already occurred. All needles with specific lot/expiration of 3334871/[redacted date] were segregated and isolated from main supply. Awaiting investigation." Manufacturer response for 16 gauge 1" compounding needles, 16 gauge 1" compounding needles (per site reporter) mfg letter of investigation attached, no findings, lot complied with qc. Verbatim: complaint received via email(s) attached. Rcc received a complaint via email. Item# 305197. Black specks found in. Bd 16 gauge 1" compounding needles. Multiple needles of lot 3334871 found with tiny black specks inside of luer lock or cap of packaged needles. Potential sterility/contamination issue during compounding of sterile IV products, which may have already occurred. All needles with specific lot/expiration of 3334871/[redacted date] were segregated and isolated from main supply. Awaiting investigation." Manufacturer response for 16 gauge 1" compounding needles, 16 gauge 1" compounding needles (per site reporter) mfg letter of investigation attached, no findings, lot complied with qc.

Manufacturer narrative:
(B)(4) follow up: a device history record review was completed by our quality engineer team for provided material number 305197 and lot number 3334871. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time.

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Material #: 305197 batch#: 3334871. It was reported by customer that black specks found in bd 16 gauge 1" compounding needles multiple needles of lot 3334871 found with tiny black specks inside of luer lock or cap of packaged needles. Potential sterility/contamination issue during compounding of sterile IV products, which may have already occurred. All needles with specific lot/expiration of 3334871/[redacted date] were segregated and isolated from main supply. Awaiting investigation." Manufacturer response for 16 gauge 1" compounding needles, 16 gauge 1" compounding needles (per site reporter) mfg letter of investigation attached, no findings, lot complied with qc. Complaint received via email(s) attached. Rcc received a complaint via email. Email(s) attached. Item# 305197 black specks found in bd 16 gauge 1" compounding needles multiple needles of lot 3334871 found with tiny black specks inside of luer lock or cap of packaged needles. Potential sterility/contamination issue during compounding of sterile IV products, which may have already occurred. All needles with specific lot/expiration of 3334871/[redacted date] were segregated and isolated from main supply. Awaiting investigation." Manufacturer response for 16 gauge 1" compounding needles, 16 gauge 1" compounding needles (per site reporter) mfg letter of investigation attached, no findings, lot complied with qc.